Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt's pump was removed due to an infection. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.